Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03097. It was reported that the delivery system was stuck on the wire. A 5x40x130 innova¿ stent and a magic torque guidewire were selected for a stenting procedure in the left superficial femoral artery (sfa). During the procedure, while inside the patient, the innova system was stuck on the wire. Everything was pulled out together. The procedure was completed with another of the same innova stent. The wire was not replaced. There were no patient complications and the patient was fine.